Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the bottom left side row of contacts showed high impedances after analyzing prior to surgery. The patient underwent an ipg replacement procedure.